Manufacturer narrative:
The impella 5.0 pump was returned for investigation in good condition. The data logs did not relate to this failure mode. There were no reworks or other complaints for the lot of pumps.. Upon inspection, a kink was found on the 5.0 pump located at the 15 cm mark and the cannula was damaged near the pump housing. No other defects were found on the rest of the pump. When the outer diameter of the pump was measured, the size was below the upper limit of specification. The size of the pump did not contribute to the pump kinking. The root cause of the kinking during insertion was the excessive force used to advance through the anastamosis. No corrective action is recommended for this root cause as it is low risk, based upon very low occurrence and moderate severity. These types of kink failures will continue to be monitored and trended. In regards to the limb ischemia and question of thrombosis, there was difficulty in the ICU management of the act (activated clotting time). According to the facility, and excessive amount of heparin was given; approximately 15,000 units to reach the act of 250 for insertion. Per the abiomed instructions for use: "administer heparin and achieve act of at least 250 seconds." "Maintaining act after insertion of the catheter (and until explant), act should be maintained at 160 to 180 seconds." The physician stated that he felt there was clot in the right arm of the patient, who had a small axillary artery. The root cause of the arm ischemia and/or presence of clot was not ever able to be determined as the failure mode could not be reproduced. No corrective action is recommended because the root cause is unable to be determined. The failure mode is low risk based on very low occurrence and moderate severity. (B)(4).

Event description:
A (B)(6) male was taken to the cardiac cath lab for a stemi. During the cath procedure, the patient arrested and CPR measures were taken for approximately 1 hour. The team placed a va ECMO and two days later the impella 5.0 for additional support. The 5.0 was being positioned through a 10 mm graft in the right axillary artery when there was difficulty with insertion. The right axillary artery was presumed to be smaller than 7 mm, though exact measurements were not taken and shared with abiomed. After an hour of attempted placement, the team decided to place the 5.0 instead via the femoral artery, but were unable to do so due to the small artery diameter. The impella placement was aborted and the patient remained supported with the va ECMO. The right arm did experience ischemia as well as bleeding from the anastomosis site of the 10 mm graft. The cardiologist believed that he felt clot in the arm. The anticoagulation maintenance of the patient was difficult throughout the ICU stay. The patient had to have approximately 15,000 units of heparin to achieve an act of 250. The impella 5.0 was never successfully placed. The arm ischemia was treated with a covered stent. The patient did regain flow in the arm and was supported with an impella cp inserted into the left arm, via the left axillary artery. The team attempted to wean off the ECMO, however this was not possible due to patient condition. There was an internal bleed of unknown location that required 8 units of blood product replacement. On the second day of support with the impella cp, the family chose to withdraw care, and the patient expired.